Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received in inappropriate shock due to noise. Patient was asymptomatic. It was noted that a single measurement of high voltage impedance was found to be out of range. All other electrical parameters were stable. Noise was not reproducible in clinic. No further information.